Manufacturer narrative:
Customer reported that the machine hl20 single pump, when it is turned on and tested, the pump head rotates rapidly, and then about 30 seconds, the single pump alarms, error: "err s-stop". A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-06-06. The motor control board was replaced by the fst. The device was tested according to factory¿s specification and put back in use. A motor control board with the reported failure "error s-stop" was already investigated in a previously complaint #(B)(4) with the following outcome: the affected motor control board was visually inspected. No damaged or missing components were detected. Upon startup, the pump head ran at maximum speed in the counter clock direction, an alarm was triggered and the error message ¿err. S-stop¿ was displayed. In the service terminal report the safety-stop test was registered as failed; therefore, the startup routine wasn¿t completed successfully. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 (mosfet) was found to be defective and exchanged with a functioning one. The motor control board was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. Thus the reported failure "error s-stop" could be confirmed. The most probable root cause of the reported failure is a defective power transistor t1. The product in question was produced in 2016-10-17. The review of the non-conformities during the period of 2016-10-17 to 2021-06-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information were requested but not received yet. A follow up medwatch will be submitted when new information becomes available.

Event description:
Customer reported that the machine hl20 single pump, when it is turned on and tested, the pump head rotates rapidly, and then about 30 seconds, the single pump alarms, error: err s-stop. After a single pump has reported an error, it will no longer be used. Complaint #(B)(4).